Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on the third inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.